Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (charging issue) was verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source. Additionally, it was reported that the cartridge would not snap onto the pump. Reportedly, the customer was eventually able to install the same cartridge, resume insulin delivery, and would continue to use the pump for insulin therapy. The customer's blood glucose level was 88 mg/dl.